Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a f/u report detailing the results of the evaluation.

Event description:
A report was rec'd that alleges that the tracheostomy tube required removal and replacement. It is alleged that after an unk amount of time in situ, the tracheostomy tube became torn near the flange requiring replacement. No incident related medical sequela was reported.